Manufacturer narrative:
The customer's meter was requested for return. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek ® inform meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that this meter screen was distorted with black vertical lines on the display. The meter was used for patient testing with the lines on the display. The customer stated that the lines on the display distorted the results field. It was noted that the results field was not clearly visible. There was no misinterpretation of the test results due to the display issue.

Manufacturer narrative:
The meter was received for investigation. After powering on the meter, the visual inspection of the display showed several black lines and spots. The issue does not affect the readability of the result and the result is clearly readable. There are no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. Medwatch fields d9 and h3 were updated.